Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, after applying negative pressure before dilatation, reverse bleeding was observed and the balloon was determined to have ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).